Manufacturer narrative:
(B)(4). No revision surgery has occurred to date. Radiographic confirmation of the event has not occurred. Although the implant is not available for inspection or testing, evaluation of the associated instrumentation is in process. No root cause is known at this time. When relevant information is available, including any device evaluation, a follow-up report will be filed.

Event description:
Report was received indicating that following surgery on (B)(6) 2011 a nuvasive lock screw loosened. The surgery consisted of an l4 laminectomy, left l4-l5 facetectomy, bilateral foraminotomies, l4-l5 transforaminal decompression and discectomy followed by placement of a coroent interbody implant and left-sided screw and rod placement across the l4-l5 disc space. No radiographs were provided to confirm the event. No revision surgery has occurred to date.